Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent lever assembly was disassembled and inspected. The pivot points and lever pathway were lubricated and this resolved the error. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the bag to vent lever was stuck. There was no report of patient involvement.